Event description:
It was reported that a patient underwent an emergency surgical procedure to repair a trauma cut injury under the eye on (B)(6) 2011 and suture was used with knotted suturing technique. In (B)(6) 2012, the suture became exposed at the suture site. The surgeon removed the suture with tweezers. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4): suture spitting. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually evaluated. One returned 5mm blue monofilament suture segment was examined. The suture was cut at both ends. From the prolene product insert: warnings "users should be familiar with surgical procedures and techniques involving nonabsorbable sutures before employing prolene suture for wound closure, as risk of wound dehiscence may vary with the site of application and the suture material used." Adverse reactions "adverse effects associated with the use of this device include wound dehiscence, infection, minimal acute inflammatory tissue reaction, and transitory local irritation at the wound site. Batch zar057, mfg date: 01/01/2007, exp date: 01/31/2012. Batch zee692, mfg date: 05/01/2007, exp date: 01/31/2012. Batch zle760, mfg date: 10/01/2007, exp date: 07/31/2012. Batch adp502, mfg date: 04/01/2008, exp date: 01/31/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch zar057; batch zee692; batch zle760; batch adp502.